Manufacturer narrative:
Suspect device for system 2 is coaguchek test strip lot 419a.

Event description:
Caller states the patient tested 2.5 inr on coaguchek test system 1 and 1.9 inr on coaguchek test system 2. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system 1: meter, strip lot 303a, exp. 10/2007, cat/3116247. Coaguchek test system 2: meter, strip lot 419a, exp. 03/2008, cat/3116247.